Event description:
The device would not interrogate and the messages, "position head" and press measure data were displayed intermittently. After several download attempts, different messages appeared onscreen. Since the output anomaly was below 5.5v, the device was programmed to 5.5v, 0.4ms with normal function. Due to the patient's poor health, pacemaker dependency and proper pacemaker function, the device was left implanted. The patient later expired.